Event description:
Revision surgery on emergency basis on (B)(6) 2015 8 set screws were free floating the other 4 were loose. Pt was partially paralyzed at completion of initial surgery and was not ambulatory. Original surgery date: (B)(6) 2015. Original surgery was performed due to trauma; the pt had a fell and fractured t6. Pt was sent to rehabilitation facility following initial surgery and no trauma to the pt was noted while in the facility. Add'l info: the original screws were left in place. Set screws were replaced. Device in us: fw170r / s4 torque indicating screw driver.

Manufacturer narrative:
Evaluation on-going.